Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;unable to evaluate test strips,customer returned insufficient samples (1). Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high/ erratic blood glucose test results. The customer is concerned with tests results from results obtained of 164, 186 and 77 mg/dl. The customer's expected non fasting blood glucose test result range is 89 to 220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 186 and 77mg/dl using true metrix meter. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6).